Event description:
It was observed that during the device evaluation, the laparoscope exhibited that the heating function was not functioning properly, and the outer tube had sharp edges. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the tesu board was broken and therefore the heating function was not functioning properly, the outer tube was scratched and hence it had sharp edges. The most probable cause was linked to the device, but was unable to trace a more specific cause (e.g., design, manufacturing, component). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.